Manufacturer narrative:
Investigation: DHR was reviewed and no qn found. Clog test was conducted on 10pcs retention samples and on all samples, no needle clogs were found. Clog test was conducted on 16pcs returned samples and all samples, no needle clogs were found. Base on investigation, the complaint is not a manufacturer issue.

Event description:
It was reported that bd ultra-fine¿ pen needle is jamming and not delivering medication. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: user does not prime the pen needle. Injects a dose of 16 units, but the needle 'jams' at 12 units and cannot dispense the remaining medication.

Manufacturer narrative:
(B)(6). Investigation: refer to tw (B)(4). As per manufacturing, DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog test was conducted on 10pcs retention samples and all no needle clog found. Clog test was conducted on 16pcs returned samples and all no needle clog found. Base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that bd ultra-fine¿ pen needle is jamming and not delivering medication. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: user does not prime the pen needle. Injects a dose of 16 units, but the needle 'jams' at 12 units and cannot dispense the remaining medication.